Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the blue luer adapter and extension tube were received. Functional testing noted that the junction between the bottom of the blue connector and the transparent silica gel epitaxial tube where damage (cut). It was reported that there was a leak on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The issue can occur if excessive force was applied to the device during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was in placed for two days and during dialysis, they found a rupture (small crack) and blood leak at the junction of the venous extension tube and the luer adapter. The catheter was not repaired and tego was not utilized. There was no luer adapter issue. There was nothing unusual observed on the device prior to use. Flushing was also done prior to use and there was nothing unusual on the result. The clamps were not moved to a new location after each treatment/periodically. Iodophor was used for skin disinfection. The catheter was replaced with a new catheter to resolve the issue. The procedure was completed. There was about 3ml of blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: a5a, a5b, b5, d9, g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was in placed for two days and during dialysis, they found a rupture (small crack) and blood leak at the junction of the venous extension tube and the luer adapter. The catheter was not repaired and tego was not utilized. There was no luer adapter issue. There was nothing unusual observed on the device prior to use. Flushing was also done prior to use and there was nothing unusual on the result. The clamps were not moved to a new location after each treatment/periodically. Iodine volts was the cleaning agent/method used on the device. Iodophor was used for skin disinfection. The catheter was replaced with a new catheter to resolve the issue. The procedure was completed. There was about 3ml of blood loss and blood transfusion was not required. There was no reported patient injury.